Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient has an MRI of the head and brain scheduled for next thursday and last night they tried to use the equipment to turn stim off for the MRI and it kept coming up with the message: end of service, therapy has stopped, replace the internal device to continue therapy. Worked with caller to synch the communicator with the stimulator and caller reported seeing the same message: eos. Reviewed the meaning of the eos message, some ins battery longevity information and redirected to the doctor. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and for support for the potential head and brain MRI.

Event description:
Additional information was received from the patient. They said the issue was caused by normal battery depletion. A new battery would need to be put in the device but they are not planning to do that at this time.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. The h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient's wife called and wanted to know what to do with the external equipment. Reviewed with caller disposal. Caller said the patient's device could have last ten years but didn't because they guessed they had the settings pretty high. Caller doesn't know how long it wasn't working because they hadn't used the handset for a year. The patient wife was guessing the stimulator died some time in the past year.